Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the patient has reported that his inflatable penile prosthesis (ipp) device needs to be replaced due to unspecified reasons. The patient has reached out to a physician in order to schedule a replacement procedure.